Event description:
I am submitting this report regarding a potentially dangerous malfunction involving the dexcom g7 continuous glucose monitor (cgm) and its communication with my son's omnipod insulin delivery system. The dexcom g7 transmitted an inaccurate glucose reading of over 400 mg/dl to the omnipod. Based on this incorrect data, the omnipod automatically delivered multiple insulin boluses to correct the falsely elevated blood sugar level. A confirmatory fingerstick glucose test using a standard glucometer showed his actual blood glucose was 191 mg/dl, not 400 mg/dl. By the time this discrepancy was discovered, my son's blood sugar had already dropped severely due to the excess insulin delivered. This posed a serious and potentially life-threatening risk of hypoglycemia. This incident highlights a dangerous failure in the accuracy of the current dexcom g7 readings and the communication link between the dexcom and the omnipod system. Immediate review and corrective action are necessary to prevent this from happening to other users who rely on these devices for critical insulin dosing decisions.